Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed an te recognition test. The cause for the failure was isolated to an unused, migrating pulse wire in ECG "c" piercing into agnd and (+5v) wire. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Electrode belt sn (B)(4) failed incoming functionality testing.